Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported "rupture". Healthcare professional later reported "no complaint against the device". Healthcare professional later reported " scattered chronic inflammation and calcification" no device related. Healthcare professional later reported "capsular contracture baker grade IV and double capsule". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". Healthcare professional later reported "no complaint against the device". Healthcare professional later reported " scattered chronic inflammation and calcification" no device related. Healthcare professional later reported "capsular contracture baker grade IV and double capsule". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.